Event description:
It was reported that the ventilator generated an alarm indicating communication error during startup. There was no patient involvement. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The evaluation of received device logs shows that the reported technical error started to appear on the reported date of event. The device logs also indicated that no breathing software was available. The test log does not contain any pre-use check failures related to the reported error. During laboratory tests with the returned control pc board installed in a reference ventilator several pre-use checks succeeded and simulated use test ventilation ran for 4 days without any problems encountered. The ventilator was turned off/on several times without errors. Mechanical stress tests did not show any notable sensitivity to vibrations, moderate cooling and warming. If the reported fault condition occurs during ventilation, ventilation will stop. It will be detected at startup and during ventilation and reported through audio-visual alarms and the generated technical error codes. The conclusion in this matter is that the reported problem was confirmed from the device logs but could not be reproduced during laboratory tests. Generated error codes and messages indicate that the monitoring pc board was unable to communicate with the control pc board, possibly due to a temporary glitch, but this cannot be confirmed.

Event description:
Manufacturer reference #: 278626.